Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A full supply change was performed and insulin was still not observed to be dripping out of the tubing. Reportedly, customer changed the infusion set tubing to resolve the issue. Reportedly, customer was using fiasp insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 400 mg/dl.